Event description:
It was reported that a spectrum pump had failed downstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, evaluation could not reproduce the reported problem. A review of the event history log revealed multiple downstream occlusion alarms, however the log cannot be used to distinguish true and false alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.